Event description:
The customer reported the ac power module failed. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer replaced the ac power module to resolve the issue. The ac power module was not available for evaluation. We will consider this a malfunction of the ac power module.